Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the syringe needle became clogged after it was inserted into the cartridge. No reported impact to blood glucose. As the event had occurred in the past, troubleshooting could not be performed.